Event description:
The clinical report indicates the access port was explanted and replaced due to tubing leakage. Subsequently, a revision surgery was performed on the band due to pouch dilatation and reflux.